Manufacturer narrative:
(B)(4). The incident unit has been received and is under eval. When the device eval is complete a follow up report will be submitted.

Event description:
The customer reported that during a hysterectomy the ligasure system generator was displaying error codes 1 and 68 on the bipolar screen. This delayed the procedure approx 45 minutes. The procedure was eventually continued with a different cautery machine.